Event description:
Information received by medtronic indicated that the retainer ring was damaged and the reservoir was not able to lock in place when inserted into insulin pump. Customer stated that retainer ring was missing and was loosen. No harm requiring medical intervention was reported. The customer will discontinue the use of device

Manufacturer narrative:
(B)(4). Customer complained on 05/16/2022 the reservoir retainer ring is missing. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, missing reservoir tube o-ring, pillowing keypad overlay, corroded battery tube and cracked case (battery tube). Verified the retainer ring is missing off pump.